Manufacturer narrative:
Results - the reported issue for male end has damage to the tip was not confirmed. None of the male side quick release buckles are damaged. However, evaluation revealed that one of the female side quick release buckles is chipped on the side. Although the male side still clicks into the damaged female side, because of the damage, it will not have the same security. Note: posey instructions for use indicate: fasten all buckles to minimize damage during wash and dry cycles. During the washing, process, metal buckles could bend and quick-release buckles could crack or break. Do not put buckles through extractors. Always ensure that all buckles are in good working order and are not cracked or broken before each use. (B)(4).

Event description:
Customer reported the top quick release buckle male end has damage to the tip. The quick release buckle does connect, but the customer is concerned about the strength of the connection. There was no patient incident or injury reported.